Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt intermittent stimulation. The pt would feel stimulation, but then moments later felt an abscence of stimulation. There was no accident associated with this complaint. The pt was in fair condition. Additional info was requested.